Event description:
Customer alleges when tilting, all of the sudden the joystick has a red screen indicating "please set drive configuration press reset". No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year 2 months old. The owner's manual part number (B)(4) rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(4). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the consumer is tilting, the joystick gets a "red screen" indicating to "please set drive configuration" and the chair stops working. Dealer went to consumer's home to reconfigure the tdxsp-cg power chair. No injury alleged.